Event description:
The pump was returned for investigation. Investigation revealed that the down arrow and ok keypad buttons were intermittently unresponsive and that there was contamination under all key contacts. Investigation also revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/13/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/13/2015 with the following findings: the keypad cover was found to be damaged above the up arrow button and peeling up at the base. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive. The up arrow and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)